Event description:
It was reported that low lead impedance was observed. A review of the egms revealed the presence of emi noise on the ventricular channel. The device entered a ventricular noise reversion. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.